Event description:
A hospital in (B)(6) reported that an pw810aee servo control patient warmer required a "repair" and operational check. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Method: the complaint device has not been returned to the manufacturer. It has been performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: the performance test revealed that there was a faulty capacitor and the "power fail alarm" did not work. Conclusion: the power pcb board features a capacitor which stores sufficient electrical charge to power the patient warmer's visual and audible alarms ("power fail alarm") in the event of a failure of mains power. The product technical manual advises the user to unplug the patient warmer "power cord from the wall supply socket" and check that the power disconnect (power fail) alarm functions. It should be noted that the complaint device is thirteen years old. The supercap of the complaint device has been replaced and the unit has been returned to the healthcare facility after passing all performance and safety tests.